Event description:
Consumer complaint of low blood glucose results. Per the caller, results in memory from this afternoon were 67mg/dl, 67mg/dl and 49mg/dl about 3 hours after breakfast. Caller states his glucose is normally 100mg/dl - 110mg/dl 2 hours after a meal. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).